Manufacturer narrative:
One 5f pacel bipolar pacing catheter was received for evaluation. No blood-like substance was seen on the returned component. No visual anomalies were noted in the catheter shaft, bifurcation, ring or tip electrodes, or connectors. The catheter was electrically tested. Measured resistance between the unmarked pin and the ring electrode was 16 ohms. There was no indication of shorted or crossed circuits. The measured resistance value for the tip electrode circuit was out of specification; the measured resistance value for the ring electrode circuit was within specification. The catheter was then cut approximately 2" proximal to the ring electrode, the center conductor exposed on each side of the cut, and the circuit retested. The tip electrode circuit distal to the cut remained intermittently open (variable resistance between 1 ohm and infinity), and the tip electrode circuit proximal to the cut had a measured resistance of 14 ohms (steady), indicating that the electrical non-conformance existed between the cut center conductor and the tip electrode. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. An internal corrective action has been initiated to determine and correct the root cause of electrical tip non-conformances.

Event description:
It was reported that the pacing catheter would not pace. Exchanging the catheter solved the problem. There were no reported consequences to the patient.